Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k) number not available. Since not catalog and lot number was not received and not product will be returned, there will not be further need to file a supplemental. However, should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the abutment screw fractured in a biomet 5.0 implant and was removed with removal tools purchased via cs. The broken screw was discarded.